Event description:
Same complaint as: 3003853072-2014-00033. The device was implanted on (B)(6) 2014. In (B)(6), patient complained on pain. X-ray showed blocker loosening. The blocker was explanted on (B)(6) and replaced by the other product. Additional information received on 06oct2014. X-ray showed two blockers were out of the screws heads.